Manufacturer narrative:
(B)(4). Medical devices: guide wire: 35 j, sheath: 7 french, other: 5-french pigtail. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the procedure was to treat an aneurysm located in the saphenous vein graft (svg) to the obtuse marginal. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use section 3 states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The reported patient effect of perforation is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the graftmaster 4.8 x 26 mm covered stent was successfully deployed at 16 atmospheres to treat an aneurysm located in the saphenous vein graft (svg) to the obtuse marginal completely sealing the aneurysm. However, this resulted in a perforation of the saphenous vein graft at the inflow of the initial stent as a complication which was sealed successfully with another graftmaster 4.8 x 26 mm covered stent. The second device was able to successfully overlap the initial stent and seal the perforation. Intravascular ultrasound of the saphenous vein graft, post stent deployment, revealed excellent stent expansion, well apposed to the vessel wall. Patient tolerated procedure well with no complications. The patient will undergo a repeat computerized tomography coronary angiography in 3-6 months. No additional information was provided.